Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the power supply was replaced on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, an unintended beeping was heard emitting from the imaging system. It was noted that the imaging system did not display any error messages and that no leds on the imaging system were illuminated. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the voltage on the power supply would not remain at stable levels.